Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: a review of the pump¿s black box data revealed a pump reboot, a voltage drop and a low battery warning. The battery compartment was cracked, with evidence of moisture inside. Due to the moisture contamination in the battery compartment, the pump powered on intermittently. A low battery warning was also duplicated at power up. The electrical current draws measured within specifications. The pump was opened and additional moisture was found inside the pump. Unrelated to the initial complaint, the leak test failed due to a battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.